Manufacturer narrative:
The pump was received with operating currents within spec. The pump passed the self-test, unexpected restart error test, rewind and displacement test. The pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to slightly loose drive support disk. There was no compromised force sensor system alarms noted. The pump was received with cracked case at the display window corners and battery tube threads. The pump was received with broken reservoir tube lip and missing display window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for compromised force sensor system alarm. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.